Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was lagging when touching the button and removing the medication. The technical support specialist (tss) identified that the battery was failed while reviewing the medication application logs by using the knowledge article "battery power failure event in med app logs". Tss applied the knowledge article "application hang/crash or slow performance windows 10" and deployed the package in remote support service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was lagging when user touched buttons and removed medications. The customer rebooted the pyxis first and then began performing different functions, starting with inventory. The touch screen did not always register my icon selections on the first attempt. When the user pressed load & refill, it displayed the error object reference not set to an instance of an object and then crashed back to the main login screen. They logged in again, but the screen still did not consistently register my selections. And the user was unable to reproduce the error after that. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.